Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of adverse event ('3 people been granted disability in 2.5-3.5 years') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criterion disability). At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. The reporter commented: as per social media comment 3 women granted disability. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of disability ('3 peopele been granted disability in 2.5-3.5 years') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced disability (seriousness criterion disability). At the time of the report, the disability outcome was unknown. The reporter considered disability to be related to essure. The reporter commented: as per social media comment 3 women granted disability. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-mar-2020: quality safety evaluation of ptc, event adverse event nos updated to disability based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.